Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 623 mg/dl. During troubleshooting, after reviewing the prime history, customer support (cs) determined that the patient was not priming the tubing during the load step. Cs informed patient on how this failure to prime can affect bg values. Cs identified no product delivery issues. This complaint is being reported as the patient experienced hyperglycemia related to the user error.